Event description:
First occurrence (2004): it was reported that a pt's "high pressure" alarm audibly/visually on: manual rescitation begun immediately upon entering room, but could not ventilate pt. Pt had right chest tube with high risk of barotrauma. Device checked, clean so called for stat cxr. Increase of pneumothorax; while waiting, changed device anyway and problem solved. Upon removing device from circuit (rrt always "bag" using pt's proximal circuit - device to swivel) it became effortless to ventilate pt. Device was replaced with a device from a different manufacturer with no adverse effects. Second occurrence (4 days later): it was reported that a pt's "high pressure" alarm audibly/visually on. Pt with empyema with imbedded chest tube to suction. Pt at high risk of barotruma. Have been suctioning copious to massive amounts green mucus (pt on atb x2 for pseuodmonas infection), which contributed to peak pressure in the mid 30 cup h2o range with fair to poor compliance. Third occurrence (11 days later): it was reported that the pt was placed on vent for aerosol treatment (q6 hrs duoneb treatment). Vent kept cycling and high pressure alarm was sounding. Suctioned pt. This did not solve problem. Removed device. Problem solved. Pt receiving appropriate tidal volume at each breath. No further pt sequelae were reported.